Event description:
The customer's father stated that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 277 mg/dl at the time of the report. The customer's father stated that there was bolus of 7.6 units in the history files that the customer did not program. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.